Manufacturer narrative:
Final product manufacture and qc record for cov2020017. No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cov2020017 can meet the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation.

Event description:
False negative result (s). This occurred during a clinical study. A covid -19 flowflex antigen test from manufacturer acon provided abnormal results. The affected lot number is cov2020017. A potential study subject had beento a clinic and received a positive covid-19 test using a different manufacturer's antigen test; thiswas the subject's 1st antigen test. Based on that test result, the subject was referred to theclinical site for screening and enrollment. The clinical study is being conducted using the aconflowflex product. At the clinical site the potential subject was tested with flowflex lot number cov2020017 and tested negative; this was the subject's 2nd antigen test. Due to the contradictory results, the subject was tested a 3rd time at the clinical site with yet a different manufacturer's antigen test and again came back positive. The subject was tested a 4th time with flowflex lot number cov2020017 and came back negative. At this point, the subject had 2 positive tests from 2 different antigen manufacturers and 2 negative tests from the flowflex lot number cov2020017. The clinical site became concerned that there was an issue with flowflex lot number cov2020017. To further investigate, the clinical site then tested the subject a 5th time and used a different flowflex lot number cov2020195 which came back positive. The flowflex lot number cov2020017 provided negative results two times versus three positive results using 3 different manufacturers antigen tests. Each test was a fresh nasal swab. Lateral flow test. Reference report: mw5146640.

Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
False negative result (s). This occurred during a clinical study. A covid -19 flowflex antigen test from manufacturer acon provided abnormal results. The affected lot number is cov2020017. A potential study subject had beento a clinic and received a positive covid-19 test using a different manufacturer's antigen test; this was the subject's 1st antigen test. Based on that test result, the subject was referred to theclinical site for screening and enrollment. The clinical study is being conducted using the aconflowflex product. At the clinical site the potential subject was tested with flowflex lot number cov2020017 and tested negative; this was the subject's 2nd antigen test. Due to the contradictory results, the subject was tested a 3rd time at the clinical site with yet a different manufacturer's antigen test and again came back positive. The subject was tested a 4th time with flowflex lot number cov2020017 and came back negative. At this point, the subject had 2 positive tests from 2 different antigen manufacturers and 2 negative tests from the flowflex lot number cov2020017. The clinical site became concerned that there was an issue with flowflex lot number cov2020017. To further investigate, the clinical site then tested the subject a 5th time and used a different flowflex lot number cov2020195 which came back positive. The flowflex lot number cov2020017 provided negative results two times versus three positive results using 3 different manufacturers antigen tests. Each test was a fresh nasal swab. Lateral flow test. Reference report: mw5146640.